Manufacturer narrative:
A1102: "navigation connected but not available" a13: seeing communication, "navigation connected but not available" d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, h3, h6: the system was serviced in the field. Connection to the oarm was going in and out, so the ethernet bulkhead was replaced. After replacement, connection to the oarm was successful. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take a navigated spin while in surgery. They connected the navigation system to the imaging system and were seeing communication but saw a message stating navigation was connected but not available. The site aborted use of the imaging system. Troubleshooting was performed. The site took the imaging system out of the operating room (or) and was able to connect to the other navigation system on site without issues. They were not able to replicate the message. It was noted that the suspected cause of the issue was with the original navigation system. Delay and patient impact information were not provided. Additional information was received. Further troubleshooting was performed on the imaging system and navigation system connection. All the boxes were green. However, when moved into another room to attempt to perform a spin, the system was not connecting anymore. The local representative (cs) reported nothing changed on the system and two other known working cables were used with the issue still persisting. Technical services (ts) noticed that the ethernet bulkhead had not been replaced on the system in last two planned maintenances (pm s). Additional information was received. It was reported that the cs replaced the ethernet bulkhead with no resolution. Ts had cs connect the o2 and s8 via known working ethernet cable. Ts had cs verify the connection in dicom servers and have the imaging system mobile viewing station (mvs) and image acquisition system (ias) turned on. Verification was successful and imaging system communication on the navigation system was green. The cs ensured nav spin was selected. The system appeared to be functioning as intended.